Event description:
Proceudre: tonsillectomy. Reportedly, the pt was receiving oxygen during the procedure and the generator (unknown) was set at 35 cut/ coag. With the instrument in the pt's mouth the surgeon noticed a small "birthday candle" like flame at the tip of the instrument. The dr immediately removed the device from the pts mouth and there were no injuries reported.